Manufacturer narrative:
Complaint sample was returned and evaluated against the reported event. Visual examination of the returned products confirmed the presence of debris in seven of the pouches containing the products. Four (4) of the pouches contained each one loose blue particle, and three (3) pouches contained each two loose blue particles. All the loose blue particles exceed the .60 sq. Mm. Size allowed per zpc 8.400 rev.52, as measured with tappi chart 25-2007-187-00-ey. Complaint is confirmed only for 7 of the returned products. DHR was reviewed and no discrepancies were found. The likely condition of the 9 returned pouches free of debris are conforming to specifications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Product has been received by zimmer biomet and the investigation is in process.  Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01687, 0001822565-2020-01688, 0001822565-2020-01689, 0001822565-2020-01690, 0001822565-2020-01691, 0001822565-2020-01692, 0001822565-2020-01693, 0001822565-2020-01694, 0001822565-2020-01695, 0001822565-2020-01678, 0001822565-2020-01679, 0001822565-2020-01680, 0001822565-2020-01681, 0001822565-2020-01682, 0001822565-2020-01683, 0001822565-2020-01684, 0001822565-2020-01685, 0001822565-2020-01696, 0001822565-2020-01697, 0001822565-2020-01674, 0001822565-2020-01675, 0001822565-2020-01676, 0001822565-2020-01677, 0001822565-2020-01673.

Event description:
It has been reported that a foreign substance was found in the sterile packaging during warehouse investigation. It was reported that no further information is available.